Manufacturer narrative:
The device was evaluated onsite finding that the reported defect was replicated. A replacement capacitor (dfm100 assy capacitance) was installed resolving the customer¿s complaint. The device was returned to service at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device's therapy test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.